Manufacturer narrative:
(B)(4). The superior shaft is broken off on one side from the centerline of the jaw pivot pin forward. The broken off portion of the shaft and pin are missing and not returned for analysis. Optical examination of fracture surface discovered a fairly brittle fracture, with no indication of fatigue. The location, direction, and amount of force required in order induce fracture of the shaft consistent with application of excessive force, resulting in the foregoing event.

Event description:
It was reported that the tip of the instrument was broken during use. No pt complications were reported.